Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 49 mg/dl with severe headache associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient recently lost twelve pounds. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match due to the basal edit screen and prime menu being accessed. It was also revealed that the bolus totals did not match. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: the last bolus delivery and the last basal delivery were on (B)(6) 2015. On (B)(6) 2015 06:13, the pump was manually changed from basal program 1 to basal program 2. The pump ran on basal program 2 until end of use. The bolus totals in bolus history were consistent with the bolus totals in total daily dose history at time of reported issue. A 10 u audio bolus and 10u normal bolus were successfully performed and both were accurately recorded in the pump bolus history and bolus total daily dose (tdd) history correctly showed 20.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Unrelated to the original complaint, the display had a discolored contrast and the battery compartment was cracked. (B)(4).